Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that his daughter experienced high blood glucose. The customer's blood glucose reading was 460mg/dl. The father stated that the customer ate lunch and dosed for carbohydrates with an insulin pen. Troubleshooting was performed. The time, date, and bolus wizard were correct. The caller stated that the basal rates are lower than what the doctor has advised. Reviewed the alarm history and found a no delivery alarm. The father mentioned that the drive support cap was flush. Assisted the caller to run a manual prime test and the insulin did exit. Advised the father to call back when the tubing clamp is available to continue testing. No further information was provided.